Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator did not provide sufficient ventilation during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that patient tidal volume was not received while on patient. Our field service engineer was requested to check the ventilator as a precautionary measure. The ventilator passed all functional and safety test per factory specifications and was returned to customer and cleared for clinical use. No part was replaced and no further issues have been reported. The received trend log shows that trend measurements correctly were not recorded during two periods when the patient was disconnected (alarm) and the ventilator set to standby. The generated alarms are probably not due to any ventilator malfunction but instead reflect the actual clinical events. The change of ventilation mode and settings shows that the ventilator was supervised. The reported issue with not receiving tidal volume could not be confirmed. There was no indication of a technical ventilator malfunction.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).